Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone12.8 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward, indicating a needle mechanism failure. Blood glucose levels rose to 400 mg/dl, while wearing the pod between 36 and 48 hours, on the arm. It was also reported that there was an unknown object, visible in the cannula viewing window, of the pod. It was also reported that the patient experiences skin irritation due to the adhesive of the pod.